Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is deceased. Review of manufacturer records indicates that the patient expired approximately one month after implant of the implantable cardioverter defibrillator (ICD) system. Communication attempts for the cause of death were conducted but unsuccessful and the cause of death remains unknown.